Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to loose /flush drive support disk. It was unable to verify alarms or perform prime test due to motor error alarm. Unit received with minor scratched display window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 108 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.